Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant, the physician observed a pacing issue due to high thresholds; the lead was replaced that same day. During another follow-up visit two days later, high thresholds were observed again, and the physician chose to replace the implantable pulse generator (ipg), and to also reposition the same lead. Despite lead repositioning, the threshold remained high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was not replaced after the first instance of high thresholds, but it was actually repositioned. The same lead was involved in the second instance of high thresholds. The lead remains in use.